Event description:
Customer reported he received multiple no delivery alarms. Customer stated he had issues with cannulas from a new batch of infusion sets that he received; he would get a no delivery about 60 percent of the time and has to change the set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.